Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited out of range (high) pacing impedances. The pocket was opened and connections were reestablished and measurements returned to normal, however physician elected to replace device.